Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was dropped, resulting in a cracked, broken device with loss of bonding affecting the display; the user transitioned to backup therapy and was informed the device would no longer be watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including photographs and syncing of reports. Investigation of this case revealed a stress-related problem consistent with component damage, characterized as loss of or failure to bond involving the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.